Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the product sterility became compromised. The intellamap orion¿ catheter was contaminated while removing the device from the packaging. The procedure was completed with another of the same device. No patient complications were reported.